Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph at an unknown dose and concentration via an intrathecal pump trial for an unknown indication for use. It was reported that there was a cerebrospinal fluid (csf) leak and a headache following an intrathecal pump trial on (B)(6) 2016. A blood patch was performed on (B)(6) 2016 and the event was resolved without sequelae on (B)(6) 2016. The event was unlikely related to the device or therapy and related to the implant procedure.

Event description:
Additional information received from the healthcare provider (hcp) via the clinical study indicated that the lot number of the catheter used in the trial was unknown.